Event description:
Boston scientific received information that the remote home monitoring device associated with this implantable cardioverter defibrillator (ICD) displayed a message for the to contact their physician. The patient contacted their physician and the physician then contacted boston scientific technical services (ts). Ts discussed the potential of a red alert being present. The patient was to call boston scientific to trouble shoot. As of today, boston scientific has not received a return phone call. The local boston scientific field representative was contacted for additional information but the fr was unaware of the event. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.